Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The turbo-ject double lumen minocycline/rifampin power-injectable PICC was placed in a patient on (B)(6) 2014. On (B)(6) 2014, it was noted that the catheter had splintered/perforated and it displayed on approx 1/2 swollen up area with a straight line going down at the area where it turns to go to the vena cava. Info was provided that no power injection was done through the catheter. The catheter was removed with no harm to the patient did not need another catheter placed. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.